Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer reset the pump and continued to use the pump successfully for insulin therapy. Additionally, customer experienced resistance when filling the cartridge during the load sequence. Customer used a new cartridge to resolve the issue. Customer's blood glucose was 160 mg/dl.